Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having more frequently low blood glucose, but her glucose level was 598mg/dl at time of call, and she treated with the insulin pump and manual injections. The caller stated that she was taken by ambulance from work to the emergency room and her blood glucose was 39mg/dl. The customer was treated and hours later she was dismissed. The caller stated that while staying at the hospital her insulin pump was put in suspend and did not realized until she woke up. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard were correct. Performed the high pressure test and passed. No further information was provided.